Event description:
It was reported that an external blood leak was observed from an unspecified location of a prismaflex set during continuous veno-venous hemodiafiltration therapy. The volume of blood loss was not known. The hemofilter was replaced to continue treatment. There was no report of medical intervention for the patient associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d1: brand name: (B)(6). Correction made to d4: catalogue #: asku (previously submitted as unk_prd_00338). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.